Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that 2 screws were put in the wrong place and the site realized they were inaccurate. It was not specific to one instrument, all were inaccurate by the same amount. The screws were confirmed to be revised. The inaccuracy was about 10mm. The issue was noted to likely be due to frame movement after spin and failure to navigate to known anatomical landmarks to verify accuracy prior to navigating.